Event description:
Tourniquet cuff had a flaw in the seal. After patient was draped and exsanguinated, the tourniquet failed to hold pressure. The tourniquet needed to be replaced in order to complete procedure. It caused a delay in the case and extra time to replace. No harm to patient.